Event description:
MFR rec'd a summons in regards to this matter. All that is known is the date of the event and a claim of injury to the pt, by the pt. Place of event, physician and type(model), serial number of device claimed to cause the injury are all unk.